Event description:
The reporter stated that the surgeon was inserting a cc4204bf single piece collamer lens into patient's eye and lens tore. The surgeon removed the lens without enlarging the incision. No patient injury.

Manufacturer narrative:
H6: evaluation codes: results: (other) - a visual inspection of the returned product shows one plate haptic is torn off & missing. There is a small tear in the other haptic. There is clear surgical residue on the lens. Conclusion: - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.